Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382634 and lot number 4242432. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle did not retract. The following information was provided by the initial reporter: hospital encountering needle stick issue with this specific order. Dept. Requesting return 6 ca for credit. Customer response on 27-mar-2025. Xxx, xxx, we have responded provided details and the once again the reason we returned the 6 cases was there was an incident that the needled did not retrack without incident. I included xxx from ed as the "incident" occurred in that department. I agree with xxx. The most recent incident did not result in a needle stick injury. The needle did not retract as it should have after the button on the handle was pressed.